Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the abdomen, which is off label usage of the device on 09-18-2024. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the supplemental MDR, an addition is required.

Manufacturer narrative:
(B)(4). B5 describe event or problem - addition information g3 date received by mfg - addition information g6 type of report - addition information h2 additional information/ device evaluation - addition information. H6 adverse event problem - addition information.